Event description:
It was reported, pt experienced a loss of therapeutic effect due to the stimulator turning on and off. This occurred for the past 6 months. No falls or traumas were reported. The current battery level was good at 20% capacity used. Add'l info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).